Event description:
Device 1 of 2. Reference: manufacturer report # 1627487-2010-01756. The patient received his scs system including a percutaneous lead and an ipg on (B)(6) 2008. After two years of use, the patient reported a loss of stimulation from the system. The ipg was explanted and replaced with a newer model ipg due to suspected end of life. During the procedure, the physician discovered all contacts on the implanted lead were invalid. The lead was also explanted and replaced. The explanted ipg but not the lead was returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Device 1 of 2. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Based on the parameters received on this patient, the ipg exhibited expected normal battery depletion. Conclusion -the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.